Event description:
This patient was on a avea ventilator. Prior to transfer, the transporting respirtaory therapist noted that both green lights were on noting full battery charge. Approximately 20 minutes later, while the patient was being transported from the sicu (surgical intensive care unit) to the operating room, the ventilator experienced a loss of power and shut down. The staff accompanying the patient found a nearby electrical outlet and immediately plugged the ventilator in. There was no harm to the patient.